Event description:
The customer ward clerk reported the signal and sound at their philips information center ix (pic ix) was interrupted. The device was in use on a patient. There was no report of patient or user harm.